Manufacturer narrative:
Overall investigation summary- a complaint was received from a guerbet applications specialist on optivantage injector 849001 serial number (B)(4) where the customer reported an air injection of approximately 100ml on a patient undergoing a cta coronary procedure. The technician reported that the optivantage syringes were loaded with 100ml of omnipaque 350 and 50ml of saline, then auto purged the tubing followed by the manual twist of the saline knob. The tubing was then hooked up to the patients IV and the exams begun. During the scan, air was noted in the test injection and the injection was stopped. Customer reported that the amount of air injected was approx. 100 ml. The patient, complaining of chest pains, was transported to ER for observation and then discharged the following day with no adverse effects. Customer did not ask guerbet service to evaluate the injector but did ask guerbet applications specialist to come back on site to do some retraining as the customer believes the incident could be related to user error. A review of guerbet complaint tracking system (cts) showed no related complaint activity for this device. Impact assessment summary- air injected into patient, no adverse effects reported after discharge of patient. Root / probable cause code- personnel - training - inadequate. Root / probable cause summary- refer to investigation summary. As service was not asked to evaluate customers equipment and nothing was reported wrong with the device, no corrective action was possible. Although no additional CAPA is required at this time, guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management review meetings to consider input for additional corrective action. Disposition summary: unit remained in service.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2022. The reporter states that patient was scheduled for a cta coronary. Patient was hooked up to the monitor and contrast injector. During the scan air was noted in the test injection. The injection was stopped. The total amount of air injected was approx 100 ml. The tech is sure she loaded the optivantage syringe with 100ml's of omnipaque 350 and 50ml's of saline. Tech auto purged the tubing followed by the manual twist of the saline knob. The tubing was then hooked up to the patients IV and the exams begun. Dr. (B)(6) was notified to assess the patient. Bp was 90/90 and patient was complaining of chest pain. Try ac IV was not working. Restarted IV in the left a and patient given 500ml of .09 saline. Ambu bag was used to provide oxygen. 911 was called to transport to ER for observation. Patient discharged from hospital on (B)(6) 2022. Site followed up with patient and he had no complaints.